Event description:
It was reported that after completion of a da vinci-assisted gastrectomy with roux-en-y repair procedure, the patient experienced bleeding from a staple line within hours post-operatively. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The initial reporter was present during the surgical procedure which was not recorded on video. According to the initial reporter, the surgical procedure went smoothly with no intra-operative complications or reports of any malfunction of the da vinci system, an instrument, or an accessory. After the procedure was completed, the patient was taken to the recovery room. A number of hours later, the patient was found to have bleeding from a staple line. The patient was taken back to the or and underwent open surgery to repair the staple line leak. The initial reporter did not know the estimated blood loss from the staple line bleed or if the patient received any blood transfusions. After the event occurred, the initial reporter spoke to the surgeon about the reported event. The surgeon informed the initial reporter that it was his belief that the staple line bleed occurred as a result of a malformed staple. No further post-operative complications were reported.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient. The specific type of endowrist stapler 45 reload used at the site of the staple line bleed is unknown. There is no allegation that a malfunction of a da vinci system, an instrument, or an accessory occurred. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's post-operative complication. The endowrist stapler 45 instrument used during this case was used in a subsequent da vinci surgical procedure on (B)(6) 2015. The instrument was fired two times during the subsequent procedure with no obvious performance issues per the system logs. This complaint is being reported due to the following conclusion: the patient experienced bleeding from a staple line after undergoing a da vinci surgical procedure. However, the cause of the staple line bleed is unknown.